Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that "the needle and suture broke and the use was stopped" please clarify if both the needle and suture break during this procedure or if the needle break from suture (pull off/detachment)? If other, please provide additional details. If the needle break, did any piece fall into the patient? If yes, what was done to retrieve it? Was it retrieved during the same procedure. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, at around 3 am , while on the operating table, the doctor was using suture to suture the patient's skin. Suddenly, the needle and suture broke and the use was stopped. Patient did not feel any discomfort. Changed another one to complete the surgery. There were no adverse consequences reported. Additional information was requested.